Manufacturer narrative:
The investigation was completed on 31-jan-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001684 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken dilator issue occurred. It was reported that the dilator was broken. No patient consequence was reported. Initially, this new issue of the broken dilator was assessed as not MDR reportable. However, during further review on 02-nov-2021 of this new type of issue, the assessment was made to re-assess as MDR reportable. The awareness date of this MDR reportable issue is 02-nov-2021.